Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked. There was evidence of moisture contamination on internal components of the pump. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
Device evaluation: the battery cap has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that battery compartment was a crack from the thread area to the case seal. There was no battery cap returned with the pump. A test cap was used and was unable to fully tighten to the pump due to the battery compartment crack. The pump case was removed and there was evidence of moisture contamination observed on internal components of the pump. (B)(6).